Manufacturer narrative:
Per the information provided, at 1:40, the needle broke from the device. The doctor was able to retrieve the needle. The doctor ended the case. The patient did not experience any injury or delay in surgery. The device has been requested for evaluation. As soon as the evaluation is complete, a supplement will be filed.

Event description:
Per the information provided, at 1:40, the needle broke from the device. The doctor was able to retrieve the needle. The doctor ended the case. The patient did not experience any injury or delay in surgery.